Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" was reported. The sensor was inserted into the arm. On (B)(6) 2024 , it was reported by the parent that the patient experienced no readings", "sensor error" or "brief sensor issue from 3am to 7am (3 hours). The father said that around 2:30 am, the patient started vomiting and around 3 am, the patient discovered that there were no readings. The patient had abdominal pain and diarrhea. The patient uses tandem tslim in hybrid closed loop. No bg was tested since the patient was blind. The patient went to the hospital at 7 am where the bg was over 900 mg/dl. The patient was treated with insulin drip and hospitalized for four days. The patient was hypertensive and discharged and was okay during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.